Event description:
During a laparoscopic cholecystectomy, the clips were twisting or scissoring upon firing in both instruments. Another instrument was opened and the case was completed without incident.